Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-1729-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA. It was reported via legal documentation that a patient had a left total hip replacement procedure in 2017 and was revised on (B)(6) 2023. Patient required revision surgery for issues including but not limited to polyethylene prosthesis wear and pain. The mostly likely cause for the revision reported due to prothesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.